Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct during a biliary stone removal procedure performed on (B)(6) 2022. During the procedure, the balloon was deflated without pressure being applied. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications have been reported due to this event. The customer reported that the balloon swelled but seemed to leak when pressure was applied. The balloon was not ruptured but had a pinhole. A balloon pinhole is not likely to result in a serious injury or death. The user would notice that the balloon either rapidly loses pressure or fails to gain or maintain pressure and would then exchange the device for a new device. A device exchange would require a prolonged procedure of up to 2-5 minutes to exchange for another device and prepare and prime the new balloon. Boston scientific no longer considers this to be a reportable event.

Manufacturer narrative:
H10: block e1: initial reporter city: (B)(6).

Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct during a biliary stone removal procedure performed on (B)(6) 2022. During the procedure, the balloon was deflated without pressure being applied. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications have been reported due to this event.